Event description:
Customer received two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results. See (B)(4) for alternate false positive result. Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21615h, reader sn (B)(4)). Customer tested negative with an unspecified sars-cov-2 pcr test on an unknown date.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.